Event description:
According to the reporter: during a laparoscopic roux-en-y gastrectomy, the powered handle was unloaded and reloaded. There was difficulty loading the device. The instrument partially fired on the esophagus, and the staple line was formed incompletely at the distal end. There was poor staple formation. When the stapler was retracted, the staple line was only formed one quarter of the way. To correct the staple line, another reload was used. The powered handle was autoclaved using a power-washer. There was no reinforcement material used. The handle was able to recognize the reload and the status indicator lights were solid. Medical or surgical intervention was not necessary to prevent a permanent impairment of a function. There was no patient injury or extension in surgical time. Patient status is alive, no injury.